Event description:
It was reported that, after a tka, it was noticed that a broken tip of (1) nonrim speed pin 80 sterile remained in the patient's body due to postoperative x-ray check. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed, and revealed that device is fractured along the tip. The clinical/medical investigation concluded that, based on the limited information available, a definitive clinical root cause for the reported adverse event could not be determined. However, potential contributing factors include user technique, the patient¿s advanced age (84 years), and bone quality. The device in question¿a non-rimmed speed pin composed of 431 stainless steel with a chrome coating¿is intended for external use and is not approved for long-term internal tissue exposure. A photograph confirmed that the tip of the pin was missing, and radiographic images verified that the broken tip remains embedded in the patient¿s bone. There are no current plans for removal. Although the likelihood is low, the possibility of micro-motion, migration, or corrosion of the retained fragment cannot be excluded. Additional information would be required to draw further conclusions regarding the long-term impact of the retained non-implantable foreign body. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics devices for single-use devices revealed that devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. Reuse may increase the risk of breakage, failure, patient infection, patient injury and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.